Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the alleged failure. The unit was tested and recertified per procedure. The unit is at proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,on (B)(6) 2017, during testing, the unit shuts off.